Event description:
Event description guidant received information that following defibrillation threshold (dft) testing and pocket closure, this implantable cardioverter defibrilllator (ICD) exhibited unusual pacing behavior. The device inhibited pacing for an undetermined reason. The physician decided to reopen pocket and upon inspection of header saw blood in the header by the setscrews. During pocket manipulation the pacing inhibition also occured. The leads were removed from generator and retightened and there was still pacing inhibition. The device was explanted, replaced and returned to guidant for analysis.